Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the impedances changing/being out of range was not determined and remained unknown. The rep noted that there were no issues related to the routine battery change. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that during intraop testing, during routine battery change, impedances changed several times during the multiple tests and occurred on different contacts. It was reported the hcp had trouble removing battery from the pocket, perhaps a contributing factor. Repeated impedance checks multiple times intra-op and post-op, post-op les contacts were out of range. No further complications were reported/anticipated.